Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had post-reset ram crc alarm. Customer was able to clear alarm and able to complete rewind of the insulin pump. Customer reported that the alarm occurred after inserting a new battery. Customer reported that they received insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm, failed battery test alarm or pump error 23 alarm noted during testing. (B)(4).